Event description:
Healthcare professional reported "Capsular Contracture Baker Grade III", "Device Migration/Implant Malposition", "Correction of Asymmetry", "Change shape/size/style", "Ptosis" which is not device related and "Need for Biopsy/Tumor" via National Breast Implant Registry. Capsulectomy/Capsulotomy was performed. This record is for the left side. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for these events.No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.Reason for reoperation: Lump/Nodule and Capsular contracture, Baker grade III.